Event description:
The customer reported intermittently the left monitor failed to produce an image. No report of pt injury.

Manufacturer narrative:
The customer indicated the malfunction did not reappear. For this reason, the customer closed the service call. No conclusion can be drawn. However, no complaints of pt and or staff injury.